Event description:
The customer called to report a constant tone on the insulin pump. The customer stated that he was able to get the tone to stop by removing the batteries. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to corrosion on the motherboard and liquid display board. Unable to test for the constant tone due to the blank display. The insulin pump had a broken case underneath the overlay and was missing the overlay on the case.